Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. The device was damaged by moisture. The device's rear panel was bent. The xenon lamps from third-party suppliers were used. This could lead to increased heat generation in the device and at the distal end of the endoscope. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the device could not be switched from manual to automatic mode. The user returned the device to olympus repair center. Olympus repair center found that the front panel did not work. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus repair center found that various parts inside the device were rusty. Omsc surmised that this phenomenon was attributed to using in a high humidity environment or spilling liquid on the front part of the device. If significant additional information is received, this report will be supplemented.